Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that ever since implant of this pacemaker, right atrial (ra) and right ventricular (rv) lead, the patient has experienced several near syncopal and syncopal episodes. Additionally, the patient reported that the device and leads were twisted and surgical intervention was undertaken to un-twist the products. The patient inquired about the recent advisory related to this pacemaker and suspected that their symptoms were related to the advisory. The specific dates related to the reported clinical observations or the root cause of the symptoms was unable to be provided by the patient and it was reported that the physician who performed the surgical intervention is no longer in practice. This device was included in the recent mv sensor signal oversensing advisory population. Available information suggests that this product remains implanted and in service. No additional adverse patient effects were reported.